Event description:
Device report received from synthes (B)(4) reports an event in the (B)(6) as follows: patient had squamous cell carcinoma in 2006 and was implanted with plate and screws and a fibula flap. Patient underwent routine scan on (B)(6) 2007 and it was noted the plate had fractured. Patient had another x-ray on (B)(6) 2013 as part of yearly check-up and the surgeon decided to remove the portion of the plate that had broken off. Patient has solid union and the larger portion of the plate remains in the patient. Patient is happy and asymptomatic and there is no reason to remove the rest of the plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is either 447.109 or 447.108. Unknown date in 2006. Implant remains in the patient. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.